Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately four years later the patient presented emergently with a type ib endoleak that had occurred due to an increase in the diameter of the distal region of the stent graft which was implanted in the left distal side (common iliac artery). The distal region was extended to the external iliac artery, and the leak resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.